Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: the product was returned for eval with the broken tooth missing. A material hardness test was performed and the blade was found to meet spec. This type of failure can occur if the blade comes in contact with an object/instrument. This product will continue to be monitored for failures. The customer will be contacted with this info.

Event description:
It was reported that during use of this oscillating blade in a total knee arthroplasty, one of the teeth broke off the blade. The broken piece was retrieved and the surgery was completed as intended with another blade. There was no report of injury or delay related to this event.